Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported"this sutures were bifurcation": please clarify please clarify the intra-op event: what does it mean the suture ¿bifurcation¿? Was this the suture breakage, fraying or pull off (detached from the needle)? Was the suture ¿bifurcation¿ occurred pre-op, during suture dispensing or during use on the patient? What was used to complete the procedure? Patient's condition? Procedure name and date? Event date? Lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture bifurcated. There were no adverse patient consequences reported. Additional information was requested.